Manufacturer narrative:
(B)(4). Batch # m93g41. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a hepatobiliary tumor, multiple modalities procedure, the teflon fell apart early in the case, first 20 minutes and fell into patient. The surgeon was able to retrieve all pieces of the teflon. Second device opened halfway through case and worked well throughout - no tissue pad issues. Hemostasis fine throughout case. No patient consequence.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, not all present and returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.